Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a jammed motor causing a blade stall error further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include corrosion in the motor / gearbox assembly, or a shorted phase of the motor. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H8: updated to unknown.

Event description:
It was reported that during an unknown procedure, the motor drive unit handpiece was overheating. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).